Manufacturer narrative:
The ICD and the proximal 4cm fragment of the lead under complaint were received for analysis. Upon receipt, the lead fragment was still inserted in the ICD header bore. No anomalies were observed during the incoming visual inspection. Next, the returned data, as well as the memory content of the ICD, was inspected. The inspection of the data confirmed the presence of artifacts in the rv channel. Furthermore, the data documented fluctuations of the rv pacing impedance between 400ohm and 150ohm. However, there was no indication of an ICD malfunction. The header of the ICD was visually inspected. Upon receipt, the set screws of the rv channel were found unscrewed. The set screws could be easily screwed in and out. The lead was extracted from the device header with some resistance but without problems. Furthermore, test leads could be easily inserted in and extracted from the device header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The removed lead fragment, particularly the df4 connector pin, did not show any peculiarities. A sensing test of the ICD was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the ICD was fully functional. There was no indication of an ICD malfunction. Furthermore, the available lead fragment did not show any deviations from the specifications.

Event description:
After an implantation period of approximately 54 months, oversensing on the right ventricular channel was reported.